Event description:
The customer reported that the system displayed a battery charger failed error message and that the system switched off automatically in 5 seconds after showing the error message. The system shut down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cables were regreased and a filament calibration was performed. The system was then found to be operating as intended.